Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, the implantable cardiac monitor showed false pause episodes due to loss of contact caused by movement in the pocket. No intervention was performed. The patient will continue to be monitored. The patient was in stable condition.